Event description:
The following has been reported: biomed reported pump error, service needed. A preliminary review of the logs shows the following: mechanical hardware failure (av sticky valve). An active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the report for sticky pins was confirmed. There was black substance on fva pins and a substance on the loading pins. While taking the bottom two loading pins out, the lip seals came unseated and stuck to the pins and will be replaced during repair. It was also observed there being an additional major alarm for pump problem and logs were pulled and alarm was for valve 4 leak failure. A new dynaflo air compressor was put into unit and was able to turn on with no alarms. Dynaflo air compressor will be replaced during repair.